Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the patient's demise. There is no allegation that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. In addition, there is no allegation that the da vinci surgical system caused or contributed to the patient's demise. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient passed away due to a pulmonary embolism two days after undergoing a da vinci hysterectomy procedure. However, at this time, the cause of the pulmonary embolism is unknown.

Event description:
It was reported that after completion of a da vinci hysterectomy procedure performed on (B)(6) 2013, the patient suddenly died two days later on (B)(6) 2013 just before discharge from the hospital. According to the site's robotics coordinator, the cause of the patient's death was identified as a pulmonary embolism. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the risk manager (rm) from the site. The rm indicated that there were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The rm was unwilling to provide any additional information regarding the reported event. On (B)(6) 2013, isi also contacted the clinical sales representative (csr) who was informed of the reported event by the robotics coordinator. According to the csr, there were no reports that a malfunction of the da vinci surgical system occurred during the surgical procedure. Isi has attempted to contact the initial reporter of this complaint, the robotics coordinator, to obtain additional information concerning the reported event; however, no additional information has been provided by the robotics coordinator as of the date of this report. A follow-up MDR will be submitted if additional information is received.